Event description:
It was reported by the site in (B)(6) that the patient complained of s witching of the batteries from the right to the left at 3 bars and had a critical battery alarm on 2 different batteries; both were at 2 bars at the time. The contacts on the controller and his batteries were inspected by the site with report that all pins are aligned and they are clean. Preliminary log review by the manufacturer confirmed critical battery alarms. The batteries were removed from service by the site. There was no effect on the patient. This is report 2 of 2.

Manufacturer narrative:
The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-01644 and 3007042319-2015-01645) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is one of two reports (3007042319-2015-01644 and 3007042319-2015-01645) submitted for devices related to the same event. Batteries have not been received.